Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic hepatectomy. According to the reporter, the supporting black pin on the side of the fan suddenly broke off after deployment on the liver 30 minutes into the procedure. The surgeon used a hand instrument with suction and endo grasper to retrieve the piece from the cavity. The device was new and no re-sterilized. Should additional information be obtained, a supplemental will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information provided by the account: surgeon used hand instrument like suction and endo grasper to retrieve out the pieces. The device was not re-sterilized or reprocessed prior to use.